Event description:
Anesthesiologist putting in epidural catheter - poked patient, put in catheter, went to dispense medication and couldn't push it through. After some troubleshooting with no luck, pulled the catheter and found there was no hole at the end. Patient had to have two attempt epidural.